Event description:
Boston scientific crm received information that this local representative contacted technical services in 2009, to report an adverse pt event (pt death). The pt had been presented to the ep lab the day before, for a scheduled ICD to crt-d device upgrade. The crt-d device procedure including induction dft testing were unremarkable, and there were no pt adverse events at that time. The pocket was closed when the pt's blood pressure and pulse oximetry values suddenly decreased.

Manufacturer narrative:
The pt was intubated and admitted directly to the intensive care unit. A few hours later, the pt expired and the suspected cause of death was anesthesia related. There were no specific allegations or complaints against the device's operation or functionality. There were no reports that the device directly caused or contributed to the pt's death. To date, the device has not been returned to boston scientific's post market quality assurance laboratory. The event will be reopened if additional information is received from the field and/or the device is returned for laboratory testing. Subsequently, boston scientific crm received information from the local representative on september 14, 2009, that the device or a memory disk will not be returned. The local representative is not aware of any allegations or complaints against the device's operation or functionality. The local representative has not received any reports that the device caused or contributed to the pt's death.